Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump alarmed button error. The caller stated that his blood glucose went up to over 600mg/dl, and he was hospitalized. The customer was severely dehydrated and close to a diabetes ketoacidosis. The customer mentioned that he has been working outside, and there is a high possibility that the device was exposed to moisture. No further information was provided.